Event description:
During a coronary drug eluting stenting treatment procedure, the stent delivery balloon ruptured at 12 atms. The lesion being treated was moderately calcified and moderately tortuous in a right coronary artery (rca). The lesion was predilated with an unk size maverick balloon. After predilation the taxus stent was deployed, however, on the first inflation the stent delivery balloon ruptured at 12 atms. The balloon was removed intact and postdilation was performed to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "satisfactory/good".